Event description:
Patient contacted zimvie trough the marketing channel. It was reported that on (B)(6) 1993 he has 5 coverent implants placed in lower jaw and the 5 unknown zimmer screws loosened.

Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text: product not returned.